Event description:
The facility representative initially reported on (B) (6)2009, a colleague volumetric infusion pump displaying failure code 810:11 prior to use. Additional information obtained from the customer on 08/21/2009 determined that the event occurred during power up prior to connecting sets and programming of the pump. No patient injury or medical intervention resulted from the event. The user interface module master software version for this pump is remediated colleague 2006 (B) (4). No additional information was available at this time.

Manufacturer narrative:
The customer reported condition of failure code 810:11 which occurred during pump set up was confirmed in the event history. The reported condition was determined to have been caused by the air in line printed circuit board (ail pcb) being out-of-calibration. The ail pcb was recalibrated to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA mdq-CAPA-(B) (4).(B) (4)